Event description:
No further event details at the time of this report.

Manufacturer narrative:
One impl tapered sp 4.8mm 12m m octagon (spwb12) was returned for investigation. Visual inspection of the as returned product identified some residue present between the implant's threads, but no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: d4: (B)(4).

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011245 and k002188.

Event description:
It was reported that the patient experienced peri-implantitis. As a result, the implant was removed.